Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis. Evaluation of the returned device revealed that kinks were observed in the sheath assembly at 15.2 cm from femoral marker to the proximal end and tip assembly at 87.2cm and 99.2cm from femoral marker to the distal end. The telescope assembly was not able to properly pull back, advance, or retract due to the tip kink. Since the telescope cannot advance the transducer distal housing (tdh) to the most distal position, the distance from the distal end of the transducer housing to the tip of the catheter was not measured. The guidewire exit port was lifted at 0.5mm and ripped 1.0mm long. During image characterization testing, no image appeared in the system due to electrical open at distal. The complaint device was sent for x-ray analysis to further characterize the electrical failure. Based on the x-ray images, no discernible defect could be seen. No wind up was observed on the imaging core during x-ray analysis. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the imaging catheter got stuck in stent. The target lesion was located in the severely tortuous and moderately calcified left circumflex artery (lcx) with 2.5mm vessel diameter. During the percutaneous coronary intervention (pci), the physician performed pre-dilatation and stent implantation. The stent was fully expanded and well apposed to the vessel wall based on the angiography. Upon removal of the opticross¿ imaging catheter, it was reported that the guidewire exit port of the opticross¿ got stuck in the middle part of the implanted non-bsc stent. The physician advanced an unspecified balloon via an unspecified guidewire and pushed the opticross¿ by the tip of the said balloon but the issue was not resolved. So, the physician added another unspecified guidewire and inserted it to the said balloon into the non-bsc stent. The device was completely removed from the patient. The procedure was completed with this device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the imaging catheter got stuck in stent. The target lesion was located in the severely tortuous and moderately calcified left circumflex artery (lcx) with 2.5mm vessel diameter. During the percutaneous coronary intervention (pci), the physician performed pre-dilatation and stent implantation. The stent was fully expanded and well apposed to the vessel wall based on the angiography. Upon removal of the opticross imaging catheter, it was reported that the guidewire exit port of the opticross got stuck in the middle part of the implanted non-bsc stent. The physician advanced an unspecified balloon via an unspecified guidewire and pushed the opticross by the tip of the said balloon but the issue was not resolved. So, the physician added another unspecified guidewire and inserted it to the said balloon into the non-bsc stent. The device was completely removed from the patient. The procedure was completed with this device. No patient complications were reported and the patient's status was good.